Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a post balloon aortic valvuloplasty (bav) was performed due to under expansion of the valve and moderate paravalvular leak (pvl). There was resultant mild pvl after bav was completed. The patient's subsequently developed complete heart block (chb). A permanent pacemaker was implanted two days post procedure. No other adverse patient effects were reported.